Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with unspecified anti-inflammatory drug (intraperitoneal) for the peritonitis event. Pd was withdrawn on an unreported date. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.